Manufacturer narrative:
B5 executive summary - updated. F10/h6 medical device problem code - updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and noted to be deformed and broken/fractured. An unknown neurovascular coil entangled with the stent was noted. The stent introducer sheath and stent delivery wire sdw were not returned. A functional inspection could not be performed as the stent was deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported (ar) event 'stent broken/fractured during use' was confirmed during device analysis. The remaining reported events 'stent dislodged/migrated' and 'device interaction with another device' could not be replicated as the stent was returned in a deployed condition. However, the analysis results are consistent with the reported events. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information received from the customer indicates that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'not tortuous'. It was reported that 'after deploying a 4.5*21 stent, it fell from the c6 segment to the c3 segment of the ica. Subsequently, the physician used another stent to retrieve the subject stent and then implanted a stent to assist with the embolization to finish'. A product condition update was later provided which stated that 'after the stent was taken out, it could be seen that the stent was broken, and a coil was tangled with it'. In the follow-up responses the physician felt that the radial support force of the stent was insufficient which caused the issue. However, they also stated that the stent was completely apposed to the vessel wall which appears to contradict the above statement. They also did not believe that the anatomy and/or location of intended area of treatment may have contributed to the reported event. Neither the stent delivery wire nor the introducer sheath was returned for analysis. The stent was the only part of the atlas system which was returned for analysis. The stent was significantly deformed and was also broken/fractured. There was a non-stryker coil entangled in the stent. There is insufficient information available to determine exactly what happened on this occasion. An assignable cause of procedural factors has been assigned to the 'as reported' stent dislodged/migrated, stent broken/fractured during use and device interaction with another device and 'as analyzed' stent deformed and stent broken/fractured during use, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical complications during use.

Event description:
It was reported that during ophthalmic artery aneurysm procedure, after deploying subject stent, it fell from the c6 segment to the c3 segment of the internal carotid artery ica. Subsequently, the physician used another stent to retrieve the subject stent and then implanted a second stent to assist with the embolization to finish. There was no clinical consequence to the patient due to this event. Additional information obtained on 19 feb 2025 stated that after the subject stent was taken out by another retriever stent, it could be seen that the subject stent was broken, and a non-stryker coil was tangled with it.

Event description:
It was reported that during ophthalmic artery aneurysm procedure; after deploying subject stent, it fell from the c6 segment to the c3 segment of the internal carotid artery ica. Subsequently, the physician used another stent to retrieve the subject stent and then implanted a second stent to assist with the embolization to finish. There was no clinical consequence to the patient due to this event.